Event description:
It was reported that the shock impedance had increased to 215 ohms. The shock impedance at implant four years ago was 116 ohms. Technical services advised this may be due to weight gain or some encapsulation around the electrode coil. Technical services advised that the shock effectiveness may be impacted. There were no adverse patient effects. The system remains implanted.